Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that they had a loss of stimulation and a return of symptoms. The loss of stimulation occurred suddenly around 2 weeks prior to the report and the patient had leg pain that started on (B)(6) 2016. There were no falls or trauma reported with this event. It was noted that an x-ray and bone density scan could be related to the issues. The patient checked their implantable neurostimulator (ins) with their programmer and it showed that the stimulation was on. Adaptive stimulation was not enabled and the patient did not have any other groups to try. They tried increasing and decreasing the stimulation but the issues did not resolve. The patient was implanted for non-malignant pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.